Event description:
An aus device was implanted on 12/21/95. The cuff was revised on 3/21/96. On 8/7/96 a revision surgery was performed to add a connector to the pump tubing due to recurring incontinence.